Event description:
It was reported that a few days after it was implanted this right ventricular (rv) lead became dislodged, causing a perforation in the right ventricle, with traces of a pericardial effusion detected by transesophageal echocardiography. The lead was removed and a new lead was implanted. No additional patient effects were reported. The device is not expected to return for analysis.